Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: 05/02/2014-05/09/2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was not seated properly within the minicap. This was noticed prior to patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.